Manufacturer narrative:
The cause of the revision surgery on (B)(6), 2012 was the second of a stage two infection treatment. The original surgery took place approximately 15 years ago, and the first stage revision occurred on (B)(6), 2012. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. The device history records for the components involved in the second revision stage were examined. A review of the sterilization records show the devices all received an adequate 25-40 kgy gamma radiation sterilization dose and were within their expiration date at the time of the surgery. A review of the device history records, product complaint report database, and sterilization records show that all components used in the first stage of the revision surgery met sterilization, design, and manufacturing requirements at the time of the surgery. The extent of the infection during the revision surgery is unknown and no organism identification was provided. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to an infection or inhibited the patient's immune system. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. The data reviewed in this report supports that the infection was not the result of a product or manufacturing process defect.

Event description:
Revision surgery - the pt was originally seen due to infection of a non djo hemiarthroplasty done approx 15 yrs ago. On (B)(6) 2012, the original implant was removed and an antibiotic spacer was implanted using the turon implants with antibiotic cement. Once the infection cleared, the pt returned to have implants removed. The pt then rec'd a djo turon on (B)(6) 2012.